Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance on resetting the pump, enabling the customer to continue using it without further issues. Customer was advised to contact support if the malfunction recurred.